Event description:
It was reported that the child banged his head over the implant site in 2008. Since then the pt has reported a disturbing noise and due to this no longer wants to wear his processor. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.